Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter (husband) for the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter had displayed an inaccurate high reading compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy first began ¿approximately 3 months ago¿ when she obtained alleged results of up to 300mg/dl on the subject meter compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medications, diet and/or exercise and reported taking oral medications on an unspecified date and time. The reporter detailed that 2 and a half months ago, after the alleged issue began she developed symptoms of sweating and shaking associated with a hypo. He reported that in late (B)(6) 2016 during a doctor¿s office visit she obtained a blood glucose result of 108mg/dl on a laboratory device compared to 258mg/l on the verio iq and had her ¿daily amaryl increased from 3mg to 4mg and further increased 15 days ago to 6mg. At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure. The test strips were stored correctly and not expired and the patient did not have any control solution to complete a test. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.